Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was initially evaluated by an olympus field service employee onsite and has since been returned to olympus for evaluation. The customer's complaint was confirmed; there was no output under the serial digital interface channel due to defective printed circuit board. In addition to the malfunction reported in section b5 the following findings were discovered; the front panel was oxidized with white dots and there was mildew in the screen. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the high definition liquid crystal display (lcd) monitor had a bad serial digital interface (sdi) port (sdi connector failure). The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm. There was no delay in procedure. The supporting device was video system center and the facility finished the procedure with the same set of devices.